Event description:
As reported by the user facility: nnp called to bedside to assess left arm with aline. Mottling noted throughout arm, chest, and back along with dec perfusion to hand. Aline removed. Ultrasounds obtained of lue and hus. Large amount of air emboli noted on hus. Pt with worsening lactate acidosis after receiving medications and intubation.